Manufacturer narrative:
It was reported that the ventilator alarmed for o2 not detected. Our field service engineer investigated the ventilator on site. The issue was solved by replacing the o2 sensor. The o2 cell/sensor is used for monitoring only and does not affect ventilation. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator had o2 sensor issue. There was no patient harm reported. Manufacturer's ref. #: (B)(4).